Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020. The customer blood glucose level was 404 mg/dl. The customer was treated with insulin drip, insulin pump and syringe. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. The device will not be returned for analysis.